Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received indicating the corelab also reported ph1 for the CT images on (B)(6) 2021.

Manufacturer narrative:
Only patient's birth year was provided in complaint information; therefore, only the year (1940) of the reported birthdate is valid and age may not be valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a patient experienced a cerebral hemorrhagic transformation stroke following a mechanical thrombectomy procedure on (B)(6) 2021 in which a solitaire x was used. No device issues were reported; thrombectomy was successful. Pre-procedure mtici was 0 and post-procedure mtici was 3. The patient experience decreased level-of-consciousness and was hospitalized (B)(6) 2021 with nihss score 21. The hemorrhagic stroke was observed with computed tomography (CT) on (B)(6) 2021 and (B)(6) 2021. The patient was treated and received physical therapy. The event was considered life-threatening. The patient was treated and received physical therapy and was discharged on (B)(6) 2021. Follow-up non-contrast CT was done on (B)(6) 2021 and there was no evidence of hemorrhage. Site assessment determination was that the event was not related to the device or the procedure. However, medtronic assessment determined the event was possibly procedure related.